Manufacturer narrative:
(B)(4): inconclusive - an actual piece of the suture was returned for evaluation. There was no defect detected that could have explained the incident. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2011 and interrupted suture with surgical knots was used on the mucous layer. On (B)(6) 2011, the wound had a minor rupture. The surgeon found that the suture was not absorbed and floated on the tissue. The surgeon removed the suture and the patient was sterilized with potassium permanganate powder and is fine now.